Event description:
Pt self tester reporting discrepant low reading. Inratio = 1.5; poc meter = 3.0. Discussed possible causes. Pt is milking, adding, using diabetic lancet, pricking before green light. Pt received a valid result on retest.

Manufacturer narrative:
Investigation pending.